Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia with a documented blood glucose of 67 mg/dl after not making a meal announcement, and the patient sought guidance on insulin dosing and prevention of low blood glucose. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-treatment with oral glucose tablets and no need for professional medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education focused on missed meal announcement and hypoglycemia management, with discussion completed with clinical support. Investigation of this case revealed user-related under-delivery of carbohydrates to match insulin exposure due to a missed meal announcement, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.